Event description:
It was reported that the swan ganz pacing catheter did not pace, during patient use. It occurred right after insertion into the patient that the clinicians found that it did not pace. When this suspect pacing catheter was replaced with a different pacing catheter, then the issue was resolved. There is no allegation of patient injury.

Manufacturer narrative:
The device was discarded at the facility and is not available for product evaluation. The device history record review was completed and all manufacturing inspections passed with no non conformances. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint.

Manufacturer narrative:
The device was not returned as it was discarded at the facility. A product evaluation could not be performed. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the issue. Based on the available information, there is no evidence that supports or confirms the failure mode is associated with a manufacturing or design defect. It is not known if procedural factors may have contributed to the event. As part of the manufacturing process 100 percent of the units go through an electrical inspection process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.